Event description:
The patient fell while she was at the store and experienced head trauma. She has a concussion and trauma to her knee, nose, and hand. The patient subsequently lost therapeutic effect and stimulation sensation on the left side. One of the impedance measurements was greater than 4,000 ohms and it was determined that the device was also at normal end of life. Further information is being requested from the hcp.